Event description:
It was reported that when a patient presented in the hospital after experiencing syncopal episodes, noise was observed on the right ventricular lead. The lead was capped and replaced. During the replacement procedure an insulation anomaly was noted on the lead.